Manufacturer narrative:
Pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was damaged. The customer's blood glucose level was unknown. The customer stated that they were unable to read the display of the insulin pump. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.